Event description:
The complaint states that "cgm accuracy" was reported. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient was feeling very bad, trembling, vomiting, dizziness, blurred vision. The patient was treated by the spouse with cacao, chocolate, jubin (pregabalin and methyl cobalamin, diabetes management). At the time of the report the patient was feeling better. At an unspecified time of the event the cgm reading was 376 mg/dl and the bg reading was 168 mg/dl. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.